Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 501mg/dl and diabetic ketoacidosis. The customer treated with the pump. Customer indicated that their doctor has been contacted and their blood glucose value was unknown at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the cannula was bent. Customer declined further high blood glucose troubleshooting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation.